Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Multiple embolic infarction. Case description: initial information received on 24-may-2017: this medical device report was received from a healthcare professional, via an investigator initiated study (not sponsored by the (B)(6); study protocol no: (B)(6)) concerning a (B)(6) male patient. The patient's medical history included (B)(6). The patient's concomitant medications included: entecavir since (B)(6) 2016 for (B)(6). On (B)(6) 2016, the patient received 2 vials of dc bead 100-300 microm (lot number and expiration date not reported) for an unknown indication. On (B)(6) 2016, after the tace, the patient developed amnesia. On (B)(6) 2016, brain MRI and mra was performed and multiple embolic infarction was confirmed [embolic cerebral infarction]. Diffuse innumerous diffusion restriction in both cerebrum and cerebellum. Transcranial doppler, carotid doppler report was performed and the result was within normal limit. The patient's amnesia improved and memory recovered. No abnormal enhancing lesions in the brain. The dc bead was permanently stopped. The embolic infarction resolved on (B)(6) 2016. The reporter assessed the event embolic infarction as severe in intensity, as an important medical event and possibly related to tace/dc bead. The company assessed the event embolic cerebral infarction as serious. Follow-up information will be requested. Case comment: embolic cerebral infarction was considered anticipated according to dc bead current reference safety information. The company considered in light of no other evidence that the patient had a medical history of vascular disease and stroke, the diagnosis of transient brain stroke could possibly be related to dc bead/tace procedure. It was reported that the patient completely recovered. There was no report of any malfunction of the device.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. (B)(4).

Event description:
Multiple embolic infarction [embolic cerebral infarction]. Case description: initial information received on 24-may-2017: this medical device report was received from a healthcare professional, via an investigator initiated study (not sponsored by the mah; study protocol no: dcbead_pvtt) concerning a (B)(6) male patient. The patient's medical history included (B)(6). The patient's concomitant medications included: (B)(6) since (B)(6) 2016 for (B)(6). On (B)(6) 2016, the patient received 2 vials of dc bead 100-300 microm (lot number and expiration date not reported) for an unknown indication. On (B)(6) 2016, after the tace, the patient developed amnesia. On (B)(6) 2016, brain MRI and mra was performed and multiple embolic infarction was confirmed [embolic cerebral infarction]. Diffuse innumerous diffusion restriction in both cerebrum and cerebellum. Transcranial doppler, carotid doppler report was performed and the result was within normal limit. The patient's amnesia improved and memory recovered. No abnormal enhancing lesions in the brain. The dc bead was permanently stopped. The embolic infarction resolved on (B)(6) 2016. The reporter assessed the event embolic infarction as severe in intensity, as an important medical event and possibly related to tace/dc bead. The company assessed the event embolic cerebral infarction as serious. Follow-up information will be requested. Follow-up information received on 13-jun-2017: the following information has been updated or newly reported. The patient's additional medical history included: hepatocellular carcinoma. The patient received 2 vials of dc bead 100-300 microm (lot number: v10776 and expiration date: sep-2018) for hepatocellular carcinoma. At the time of this final report, no further information was outstanding or expected. Case comment: embolic cerebral infarction was considered anticipated according to dc bead current reference safety information. The company considered in light of no other evidence that the patient had a medical history of vascular disease and stroke, the diagnosis of transient brain stroke could possibly be related to dc bead/tace procedure. It was reported that the patient completely recovered. There was no report of any malfunction of the device.